Manufacturer narrative:
A partial lead was returned in four segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient presented for a lead extraction, the leads exhibited an unspecified issue. The system was explanted and replaced successfully. The patient tolerated the procedure well.